Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. Struts 1-8 from the proximal end of the stent are twisted and deformed. The crimped stent od (outer diameter) of the undamaged section was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found a kink within the midshaft at approximately 9cm proximal to the port bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-mar-2016. It was reported that crossing difficulties were encountered.  The 83% stenosed target lesion was located in the mid left anterior descending artery (lad). A 2.75 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.